Manufacturer narrative:
Blocks b5, b7, d4: upn, lot # and expiration date, g1: manufacturing site and h4 have been updated based on the additional information received on september 8, 2022. Block a1: (B)(6). Block b3 date of event: date of event was approximated to september 9, 2013, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) hospital. Block h6: patient codes e1405, e1401 and e2330 capture the reportable events of painful intercourse, offensive vaginal discharge and pain. Impact codes f19 and f2303 capture the reportable events of unspecified additional surgeries related to pinnacle mesh and medications. Impact code f12 has been used in the light of the patient seeking legal recourse for complications related to the device.

Event description:
It was reported to boston scientific corporation that a pinnacle was implanted on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; other pain: lower abdomen; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence. Surgical interventions: the patient underwent unspecified additional surgeries related to the pinnacle mesh in 2013, 2014, 2015, and 2018. Nonsurgical treatments: the patient was treated with pain medication: panadol osteo and other medication. The patient was also treated with incontinence medication, physiotherapy treatment (including pelvic floor exercises or training), topical treatment (including oestrogen cream), and injections (not associated with surgical treatment). Additional information received on september 8, 2022: on (B)(6) 2013, the patient was implanted with a pinnacle pelvic floor repair kits during an anterior repair with elevate + uterosacral ligament suspension + peribody cystoscopy procedure.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle was implanted on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; other pain: lower abdomen; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence. Surgical interventions: the patient underwent unspecified additional surgeries related to the pinnacle mesh in 2013, 2014, 2015, and 2018. Nonsurgical treatments: the patient was treated with pain medication: panadol osteo and other medication. The patient was also treated with incontinence medication, physiotherapy treatment (including pelvic floor exercises or training), topical treatment (including oestrogen cream), and injections (not associated with surgical treatment).